Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (model pcb00v), the haptic was noticed to be stuck to the optic. Reportedly, manipulation was required to release the haptic and this caused cracks on the peripheral portion of the lens. The lens was removed. There was not patient injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/18/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in fully advanced position and locked. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. Visual inspection under the microscope showed some viscoelastic in the cartridge; directions for use states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The cartridge was observed with stress marks, the cartridge tip was deformed. The intraocular lens was not returned. The customer's reported complaint could not be verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.